Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No visible damage was found during inspection. A leak was confirmed in the seam of the cuff through a bubble test during functional inspection. A cuff leak alarm also appeared on the screen of the ats. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the device was leaking air. There was no harm and there was a delay of 0-15 minutes due to preparation of another device. No adverse events were reported as a result of this malfunction.